Event description:
The customer reported that their device will lose power during the boot up process. The device will reach the self test screen then lose power. The device would not have the ability to be used on a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly in the failure analysis center. The cause of the reported failure was due to a shorted diode, designator cr20.